Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 03/23/2015.

Event description:
According to the reporter: a small seal on the 5mm &quot;toilet seat&quot; was dislodged and fell onto the floor. No other details.

Manufacturer narrative:
(B)(4)